Event description:
Event description guidant received information that this device was part of a legal notification and the pt passed away. Guidant has not specific information as to any device involvement in the pt's death.